Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); product type: accessory. Product ID: tm90t0; serial# (B)(6). Product type: accessory product ID hh9020tdd lot# serial# (B)(6). Product type: section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 20-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external devices. It was reported that they had the pump replaced on (B)(6) 2025 and were wondering what the medication/concentration and dosing was programmed. The agent reviewed and stated that a medtronic does not have access to that information and redirected the patient to a healthcare provider. The patient then stated that the patient was given a new handset and communicator. The communicator will charge and show a green battery indicator light but when the communicator is unplugged, it will not power on. They were able to use the old communicator and that works just fine. The patient will call back with the serial number of the communicator that does not work. The agent can submit for replacement at that time. The communicator is unable to connect to the handset. They had difficulty charging the communicator. The patient stated that they received this extra one when they got their new communicator device and did not need it. The patient mentioned that they also have a handset that they do not need and will return that too. The patient mentioned that "they were going to do a revision" but decided to just wait a bit and do the replacement of the pump since the pump was coming due to be replaced anyway.